Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient on a cobas 8000 e 801 module. The initial result was 175 coi (positive). A confirmatory immunoblot test was performed and the result was positive. (B)(6) 2022. The sample was repeated and the result was 182 coi (positive). The test was performed in the same tube as the test (B)(6) 2022. (B)(6) 2022. The sample was repeated and the result was 0.202 coi (negative). The test was performed from another tube, but from the same sample collection. A confirmatory immunoblot test was performed on this tube and the result was negative. (B)(6) 2022. The sample was repeated again and the result was 0.211 coi (negative). The test was performed from another tube, but from the same sample collection. A confirmatory immunoblot test was performed on this tube and the result was negative. A new sample was collected (B)(6) 2022. And the result was negative (a numerical result was requested, but not provided). A confirmatory immunoblot test was performed on this tube and the result was negative. It is unknown which result is correct. The results were not reported outside of the laboratory. The reagent lot number is 557282. The expiration date was requested, but not provided.

Manufacturer narrative:
The samples were requested for investigation, but could not be returned as there is no sample remaining. The customer suspects a patient sample mix-up or contamination of the first sample. However; this could not be confirmed as the sample is not available to be returned for investigation. The investigation found that the daily alarm trace showed some reagent short alarms. The field service representative performed maintenance, but found no issues. The investigation did not identify a product problem. The cause of the event could not be determined.